Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the device battery voltage was 2.925 volts on (B)(6) 2016.

Event description:
It was reported that during a device interrogation several months prior, the implantable cardioverter defibrillator (ICD) exhibited a sudden drop in battery voltage measurements and the estimated remaining longevity was lower than expected with one month remaining. Four months following the interrogation, the device was interrogated again and the estimated remaining longevity was then 1.7 years. It was noted the patient was 100 <(>&<)> paced, with no recent shocks delivered from the ICD and premature depletion of the battery was suspected. The patient will continue to be monitored and the ICD remains in use. No patient complications have been reported as a result of this event.